Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer added more insulin to the cartridge and resumed insulin to address the bg. The customer re-loaded the cartridge with more insulin to resolve the issue.